Event description:
Revision due to symptoms of thigh pain. Radiographic studies conducted by surgeon.

Manufacturer narrative:
No 510(k) number provided because this implant was sold internationally with different indications for use; it was sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. 1818910-2010-07625 is a duplicate report of 1818910-2013-06206. 1818910-2010-07625 will be rejected. 1818910-2013-06206 will be kept for investigation purposes.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. Patient had revision surgery. Depuy asr head, asr cup and corail stem explanted from patient. World wide recall of asr cups and asr xl heads. Removed from patient due to symptoms of thigh pain. Radiographic studies conducted by surgeon. Asr cup and head implanted on (B)(6) 2007. Surgeon took tissue and joint fluid samples intraoperatively. Update (B)(6) 2014 - recreated to void. Duplicate of (B)(4).